Event description:
It was reported via (B) (4) that a weld was broken on the stretcher.

Manufacturer narrative:
Photos were forwarded from the account to the service technician. The device was unable to be located when the service technician was at the account.